Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
706179344 and 705874684- settings not available, stim/therapy]: information was received from a patient regarding an implantable n eurostimulator. The reason for call was the patient reported that they couldn't get their ins to charge right for "probably about 6 weeks, something like that." Patient stated every once in a while; their stimulation would stop if they moved a certain way and then it would come back on. The patient stated that usually it was when they were walking and all of a sudden stim would stop, so they would walk a little more and the stim would start up again. Patient also stated it felt like the implant battery itself moved, and the patient said that they knew it did because they could put the recharger paddle in one spot one day, and the next time they went to charge the ins, the paddle had to be in a totally different spot. Agent reviewed recharging best practices with the patient; patient confirmed they understood and followed those practices. Patient stated recharging the ins works, but not all of the time. At the time of the call, patient was recharging with excellent connection at 40% for the ins. Patient mentioned historical information: when they first got the ins, they thought something was wrong, but this was different. Agent reviewed information and redirected the patient to follow-up with a medtronic rep through an hcp (sent physician list). Agent emailed reps in the area to request assistance with finding a clinic close to the patient that could be used for a reprogramming appointment.